Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the proximal right coronary artery (rca). A non-abbott stent was deployed in the proximal rca with the indeflator. Residual stenosis proximal to the first stent was noted; therefore, another non-abbott stent was advanced and placed in the target lesion. The physician noticed that the indeflator need more rotation than usual to achieve pressure gauge movement. The device was inflated to 18 atmospheres (atm) when it was noted there was half contrast half air filled in the balloon while inflation. The balloon was deflated and the system was pulled out; however, the stent dislodged in the ostial rca. The physician suspected the indeflator did not work properly therefore a non-abbott indeflator was used to achieve apposition of the dislodged stent at ostial rca. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.